Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 115 mg/dl. The customer stated that esc and act are not working at all. The customer stated that she has scratches and cracks on the screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump esc button did not respond due to corroded keypad trace. The insulin pump was received with minor scratches on display window, cracked display window, cracked battery tube threads and cracked reservoir tube lip.